Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a laparoscopic cholecystectomy, when attempting the remove the pouch from trocar, it broke. The case was completed with no patient consequences.